Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a male patient who was in cardiac arrest, the device did not prompt analyze every 2 minutes according to aha guidelines. The crew continued CPR on the patient until a second device arrived in which the analyze voice prompts were noted every 2 minutes. Complainant indicated that the patient subsequently expired; however, it was not a result of the reported malfunction because the patient's rhythm throughout the treatment did not require defibrillation.